Event description:
The user facility reported that a hose disconnected on the system 1e processor causing water to spill onto nearby flooring. No procedural delays, cancellations, injuries or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the s1e processor and found that the 90 degree factory crimp fitting separated from at the carbon inlet filter. The technician replaced the hose, tested the unit and returned it to service. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).